Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient began experiencing symptoms suggestive of hypoglycemia. However, she did not perform a fingerstick blood glucose test because her cgm was reading 80 mg/dl, and her low alert threshold was set at 70 mg/dl. The patient was experiencing nausea, headache, and disorientation. Due to her condition, her husband called 911. Before the paramedics arrived, her husband attempted to treat the suspected hypoglycemia with glucose tablets and juice, but she had already become unresponsive. A few minutes later, paramedics arrived and performed a blood glucose meter test, which showed a reading of 43 mg/dl, while her cgm continued to display a reading of approximately 80 mg/dl. The paramedics remained on scene for approximately 30 minutes to 1 hour for observation. Prior to leaving, they instructed her husband to perform blood glucose checks every 30 minutes. Despite multiple blood glucose tests, her readings remained low. As a result, her husband transported her to the hospital for further evaluation. Upon arrival at the emergency department, several blood glucose tests were performed, and the results continued to indicate low blood glucose levels. Patient could not recall the exact cgm readings during this time but stated that the cgm values remained higher than the blood glucose meter readings. The patient was treated with IV fluids, glucose tablets, and glucose gel at the emergency department and was kept under observation for approximately 2 hours. At around 2:00 am cdt on (B)(6) 2025, she was discharged home. Prior to discharge, a blood glucose test was performed, which was 80 mg/dl. The patient was unsure of the corresponding cgm reading at that time. At the time of the call, the patient was feeling well. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.